Event description:
It was reported that the patient experienced sycope with intermittent impedance fluctuations. A lead insulation issue was suspected and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. All insulators were breached cut and blood/body fluid was present on the proximal conductor (not obstructed). Visual analysis revealed that the lead appeared damaged at implant.